Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was admitted to our hospital for treatment of lung malignant tumor. On (B)(6), 2025, a central venous catheter was inserted via peripheral catheterization. On (B)(6), 2025, an outpatient upper limb vascular color doppler ultrasound examination revealed: left jugular vein thrombosis with venous inflammatory changes (most of the venous lumen is obstructed). Considering that the patient has bone marrow suppression due to chemotherapy and is in a hypercoagulable state, the patient was prescribed oral rivaroxaban tablets, once daily, one tablet per dose. As of the time of reporting, the adverse symptoms have not yet resolved, and the patient continues to receive medication treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.